Event description:
Following minor surgery to remove 6 lesions on pt's body, the surgeon applied bandaids to cover the incisions & stitches. The following day all skin, under adhesive flaps of bandaids and surrounding the areas of incision, became extremely red, inflamed, then blistered, and itched violently. Bandaids were removed but inflammation remained for 2 weeks.